Event description:
PICC inserted at 1210 hrs. Pt developed symptoms of petechia over the torso and upper arms, dusky diaphoresis, tachycardia, thready pulse, abdominal pain, lethargy, shivering, and coolness of the extremities. PICC removed at 1320 hrs. In 5 mins pt reported feeling better. In 30 mins symptoms totally resolved.